Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC line was inserted (B)(6) 2023 and pulled on (B)(6) 2024. Pulled due to leakage from the insertion point when flushing. Has been slow to flush. No impact on the patient. Get a subcutaneous venous port. No other information provided, at this time.